Event description:
It was reported that the customer was hospitalized with blood glucose levels greater than 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. However, it was stated that the end cap sticker was missing. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a missing end cap sticker, cracks near all corners of the display window, cracked battery tube threads and a cracked reservoir tube lip.